Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): upon receipt the motor was not working, so pre-repair temperature tests could not be performed¿however additional information received indicates the device heated up within 5 minutes during the course of procedure. Analysis found the device failed the hipot test and required replacement of multiple parts. The device was repaired, tested and passed all manufacturing specifications. It was reuse of the device in this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.

Event description:
It was reported that a magnum ii hi speed handpiece was "usually hot when used" preoperatively. The handpiece did not get very hot, but it still got "hotter than normal" immediately... So they discontinued using the handpiece. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.